Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-58 lead, implant date: (B)(6) 2010. (B)(4).

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was further reported the device was explanted.

Event description:
It was reported that the patient's device did not last as long as the physician expected. The device remains in use because it has not tripped the elective replacement indicator (eri) indicator. No patient complications have been reported as a result of this event.